Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that an eddy tip broke during use. Fragment remains in canal. Patient has an appointment to remove fragment at surgeon.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation and also questionnaire was not returned. In our DHR review, there was nothing unusual to report.